Event description:
Tissue expander spontaneously partialy deflated without trauma to device.======================manufacturer response for tissue expander, (brand not provided) (per site reporter).======================they asked for the device to be returned for evaluation.